Manufacturer narrative:
The initial MDR 1226181-2016-00293 was filed on (B)(6) 2016. Additional information ((B)(6) 2016): upon a siemens headquarters support center (hsc) specialist recommendation, the siemens customer service engineer (cse) specialist replaced the sample probe 3 (s3) mixer. The cse primed the probe and realigned it. The cse then restarted the software and the customer ran quality controls to verify the functionality of s3 mixer. The hsc specialist reviewed the service report and determined that the cause of the discordant, falsely low calcium results on two patient samples was due to a sample mix issue with the s3 mixer that was resolved with moving the assay to a different server and replacement of the s3 mixer. The instrument is performing according to specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the reagent probe 5 mixer, reagent probe 5 and sample probe 3. The cse cleaned the drains, aligned the arms and primed the probes. The cse ran a check 1 to verify the proper functioning of the instrument, which passed. The cause of the discordant, falsely low calcium results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low calcium (ca) results were obtained on two patient samples on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument and on an alternate dimension vista instrument, resulting higher than the initial results. The repeat results were reported to the physician(s). There are no reports of medical intervention or adverse health consequences due to the discordant, falsely low calcium results.